Manufacturer narrative:
Evaluation summary: primary operative notes report full extension and good tracking through flexion. Bone scan records from (B)(6), 2011 indicate mild increased uptake bilaterally with slightly greater uptake on the left side. Bone scan records from (B)(6), 2011 indicate mild to moderate increased uptake bilaterally on the tibial components. The increased uptake is more prominent than in the prior bone scan. These areas of increased uptake are suggestive of tibial loosening. Radiographs were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. A definitive root caused cannot be determined with the information provided. Review of the device history records for the tibial plate did not find any deviations or anomalies. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated.

Event description:
It is reported that the pt underwent a bone scan indicating increased uptake along the proximal tibia, predominantly on the lateral side. The uptake is noted as worse than a prior examination from (B)(6) 2010.